Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. During the follow-up call, the patient confirmed that the subject meter was reading inaccurately erratic. He claimed he would test his blood glucose and obtain an elevated result. He stated he would then re-test his blood glucose and obtain an accurate result. The patient did not provide specific readings obtained with the subject meter that he felt were inaccurate. It is also not known how much time elapsed between the two tests. During the follow-up call, the patient denied developing symptoms or receiving medical treatment for a severe blood glucose excursion after obtaining an inaccurate reading with the subject meter. At the time of troubleshooting, the cca noted the patient did not have the subject meter or test strips to troubleshoot the alleged inaccuracy issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms nor receive medical intervention for a serious injury after obtaining an inaccurate result with the lfs device. However, this complaint is being reported because the alleged meter inaccuracy remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.